Manufacturer narrative:
The pod was returned for a device evaluation. Evidence of bleeding was found in the soft cannula. The components were inspected for defects that would cause the bleeding and the reported irritation. None were found. The device was returned with a hole in the fluid path. Any damage to the fluid path will reduce the devices ability to deliver insulin. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours on the back. Patient was vomiting when she woke up that morning. It was also reported that large traces of ketones were found in her system. Blood was observed "inside the pod", and rust (or corrosion) from liquid was present on the internal components of the pod. When the pod was removed from the site, it was reported that the patient's skin looked irritated and red. Patient was able to bring her bg levels down by applying a new pod and delivering multiple correction boluses throughout the day.